Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had an error message displayed. Further information was requested but not provided.

Event description:
Additional information received indicated the event was discovered in clinic. It was noted that the implantable cardioverter defibrillator (ICD) had missing electrocardiograms (egms). The patient was asymptomatic. The ICD was reinterrogated to resolve the issue, and the patient was stable post changes.